Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found in backup vvi mode from a remote merlin transmission. The asymptomatic patient was brought into the clinic for further troubleshooting. The issue was resolved after a device download was installed.